Event description:
The customer reported an inability to acquire leads and pads ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire leads and pads ECG. There was no negative pt impact. The device was evaluated by a philips field service engineer. The reported symptom could not be reproduced. There were no ECG strips available for review. The device passed all testing and was returned to service. Since the reported symptom could not be reproduced, we are unable to determine the cause of the malfunction.